Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) central processing unit (cpu) printed circuit board (pcb). The unit passed extended self-testing. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which rendered the ventilator inoperable. There was no reported pt involvement.